Event description:
Caller reported symptoms of hypoglycemia with an aviva system blood glucose value of 70 mg/dl at 3:45 am, self-treated by eating something sweet. Retest result was 153 mg/dl at 3:47 am. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.